Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report. Hospital policy.

Manufacturer narrative:
An event regarding loosening involving an mrs femoral stem was reported. The event was not confirmed. Method and results: device evaluation and results: the reported device was not returned. Medical records received and evaluation: records were not available. Device history review: the reported device was manufactured and accepted into final stock with no discrepancies. Complaint history review: there have been no other events for the reported lot ID. Conclusions: the exact cause of the event could not be determined as information such as pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause.

Event description:
Patient had a primary of left knee in 1995 by dr. (B)(6) patient then had a revision to replace polyethylene on (B)(6) 2006. Patient is now on second revision of left knee due to loose components. It was reported that the femur and tibia were loose. No further info available due to dr and hospital policy.

Event description:
Patient had a primary of left knee in 1995 by dr. (B)(6). Patient then had a revision to replace polyethylene on (B)(6) 2006. Patient is now on second revision of left knee due to loose components. It was reported that the femur and tibia were loose. No further info available due to dr and hospital policy.